Event description:
It was reported by the customer that a pyxis anesthesia es system drawers could not be pulled completely preventing provider from accessing medications in the back of the drawers. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the rails were sticking on main drawers 2 and 3. Adjusted tension, oiled the rails and reworked on freeing the rails to resolve. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d4 UDI, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-feb-2022 to 19- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails were sticking on main drawers 2 and 3. Adjusted tension, oiled the rails and reworked on freeing the rails to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers could not be pulled completely preventing provider from accessing medications in the back of the drawers. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.